Event description:
The pt underwent a diagnostic procedure. Due to extensive fibrous tissue, more than the usual amount of dissection was required to obtain access to the artery. The cardiologist attempted arteriotomy closure with a techstar xl6 f device. Good marking was obtained. The cardiologist pulled the handle of the device to deploy the needles. The needles froze inside the barrel. Back down was unsuccessful. As the cardiologist continued to manipulate the device, the sheath separated from the needle guide. The pt was taken to surgery to remove the sheath and the needles. Surgery was successful and the pt did fine. The field rep, who was present at the procedure reported the pt had a lot of fibrous tissue at the site of entry.